Event description:
Tube broke during blood draw. Tech let go of tube in order not to be cut by glass. During clean-up of the broken tube, tech was cut by the glass. Exposure was not noticed until tech returned to the lab and removed gloves. Pt signed consent form to be tested for hiv and hepatitis. Baseline testing performed on tech. Tetanus shot and hiv cocktail given. Any other treatment will be administered according to infection control policy.